Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID: 8709sc, serial# (B)(6), implanted: (B)(6) 2009, explanted: product type: catheter. Product ID: 8709sc, serial# (B)(6), implanted: (B)(6) 2009, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(6), ubd: 19-aug-2011, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving hydromorphone and bupivacaine via an implanted pump. The indication for pump use was spinal pain. It was reported that the patient had a ¿puffy pocket¿ where the pump was located. It was unclear if it was an infection, csf (cerebrospinal fluid) leak, or some other concern. The plan today was to aspirate the pocket fluid and decide from there what were the next steps. Additional information was received from a healthcare provider (hcp) and company representative (rep) reporting that the issue was a leak from the pump connector connecting to the pump. The issue was not with the pump and a new pump connector piece was attached to the pump and there was no more leak. The surgeon determined that they think when the patient had their normal pump replacement in february there was probably damage to the pump connector piece and they were just now finding it. It was reported that the patient's weight at the time of the event was 160 pounds. The patient's pump is still implanted and the patient was doing good. The surgeon discarded the pump connector piece and stated that no analysis was necessary.